Event description:
It was reported that the patient experienced a loss of therapeutic effect for the left side and left leg. The system was reportedly working fine when they left on a long drive from michigan to florida, but after the drive and moving and setting up a mobile home, the patient noticed that stimulation had changed and was not covering the area she needs it. It was noted that the event occurred after strenuous activity or exercise and the patient status was noted as fair. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).